Manufacturer narrative:
(B)(6). The investigation of the reagent lot showed that the sars-cov-2 target was detected with a CT of 36.8; moreover, flu a and flu b were not detected. The internal control amplification was robust. Furthermore, the late CT and weak amplification for the target is consistent with a low titer sample, near the limit of detection (lod) for the test. In conclusion, any results for samples with viral titers near the lod of the test can be expected to waiver between positive and negative. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. On (B)(6) 2021,the initial test generated a sars-cov-2. The same sample was retested on a different liat® (unknown sn) and generated a negative sars-cov-2 result. The positive and negative results were reported to the patient and or medical personnel. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation.